Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unk), the device would not allow discharge and gave a "low battery" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has not rec'd the product and this complaint is still under investigation.